Event description:
On (B)(6)2007, an acticon device was implanted. On (B)(6)2009, pt reported his device has failed, it is not closing all the way. A revision surgery has not been determined at this time.

Manufacturer narrative:
Add'l lot# 512032013.